Event description:
It was reported that the pulse generator was in backup vvi mode and could not be restored. Attempts to download the software resulted in the message "operation failed". The device was not at elective replacement indicator (eri).

Manufacturer narrative:
No medwatch form was received.